Event description:
Customer reported that a pyxis anesthesia es system unexpectedly logged users out during a procedure. Customer stated that when user was trying to log back in, a witness was requested by the system. Customer rebooted the device, restoring access to the station. Customer did not disclose the nature of the procedure or the length of the delay. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly logged users out during a procedure. Customer stated that when user was trying to log back in, a witness was requested by the system. Customer rebooted the device, restoring access to the station. Customer did not disclose the nature of the procedure or the length of the delay. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and determined that station's biometric scanner required replacement. The field service engineer replaced the biometric scanner to resolve. The field service engineer inspected the device and confirmed the device is operational. Customer confirmed device is operational.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, d9, e3, g1, g2, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-jun-2021 to 30-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to bio-ID failure. The field service engineer replaced the bio-ID to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly logged user out during a procedure. Customer stated that when user was trying to log back in, a witness was requested by the system. Customer rebooted the device, restoring access to the station. The issue occurred multiple times of getting logged out in the middle of the case. Customer did not disclose the nature of the procedure or the length of the delay. Patient or user harm was not reported.